Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was having problems with their stimulator. They could not sync with their patient programmer since the sunday prior to the report and they were unable to make adjustments. They tried using their programmer with and without the antenna and they were unable to sync. The patient noted that they fell a day prior to the report and they felt something like a jolt. The patient felt like their implantable neurostimulator (ins) turned on by itself around 4:30 am on the day of the report. The patient¿s ins was fully charged and they had changed the batteries in their programmer. The patient wanted their stimulation turned off because their whole body was shaking and their stimulation was up way too high. It was burning their stomach and making their arms and legs shake. All of these symptoms started at 4:30 am on the morning of the report. The patient turned off their stimulation with their recharger. The ins was at a ¾ charge and the recharger was not charged at all. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.